Event description:
Reporter alleged she saw a spark come from the advantage meter and it exploded. No adverse event reported. A request was made for the return of the suspect device. Reporter stated she discarded it after it exploded and so no product will be returned for evaluation.